Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device but could not duplicate the reported phenomenon. Instead, the error b30 which indicated there was the communication problem between the subject device and the video processor was displayed due to the dirt on the electronical contact of the subject device. The subject device was turned on/off repeatedly for the image inspection, and the image came up normally at the third time. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of sorc, omsc surmised it might be occurred due to the ccd unit failure or the printed circuit board on the video connector, or the system. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error e226 which indicated there was the communication problem between the subject device and the video processor was displayed at the preparation for use. There was no patient injury associated with this report.